Event description:
The tip of an aspida tap fractured and broke during an alif case on a (B)(6) year old female patient reported to have extremely dense hard bone. The surgeon indicated the broken piece did not protrude past the vertebral body or pose any potential risk. The detached section remains entrapped within the patients l5/s1. There are no plans for revision surgery at this time.

Manufacturer narrative:
An evaluation the device history records and the returned instrument revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released according to design specifications. Analysis of the device indicates that the instrument appears to have been subjected to high torque loads due to the patient's extreme dense hard bone. The examination also revealed that the failure occurred via the tap twisting and ultimately breaking. Additional information provided by the sale rep indicated that the vertebral body was not pre-drilled to create a pilot hole/tunnel prior to utilizing the aspida tap. Page 6 of the aspida lumber plating surgical technique (lit-84153) provides directions as to proper screw hole preparation.